Event description:
Customer reported that the galileo reagent probe is splashing saline into the sample bay, into the reagent bay and onto the turntable during dispensing.

Manufacturer narrative:
Customer stated the reagent probe and adapter visually look fine. A service call was performed. The splashing was due to the high pressure created by the probe when dispensing saline during the wash cycle. Re-teaching (re-centered) the reagent probe was performed so that the back pressure created during the wash cycle was diverted into the waste port of the wash station. The pipettor was primed without any splashing of saline. The system was performing satisfactorily without splashing saline during the wash cycle.